Manufacturer narrative:
Additional manufacturer narrative: submitted supplemental report is being submitted to include new information. Due diligence attempts have been made to obtain the status of the explanted device. At this time, no response has been received regarding the availability of the device for return.

Event description:
Edwards received additional information stating that a new 27mm pericardial valve was implanted without complication. Postoperative transesophageal echocardiogram showed bioprosthetic valve in the aortic position with all leaflets freely opening and closing. Peak and mean gradients of 11/5 mmhg were noted. There were no aortic stenosis, paravalvular, or intravalvular leaks noted. The patient also had a coronary artery bypass graft x1 for critical right coronary artery disease during the surgery. There were no intraoperative complications and the patient was transferred to the intensive care unit in critical but stable condition. The patient was discharged home in good condition on post-operative day twelve (12).

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Without additional information or return of the device for evaluation, the root cause for the aortic insufficiency/regurgitation, severe paravalvular leak, and stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm pericardial aortic valve, implanted fourteen (14) years, six (6) months, twenty four (24) days, was explanted and replaced with a 27mm pericardial aortic valve. Through follow up with the customer, it was learned the patient had presented with decreased exercise tolerance and dizziness. Echocardiogram revealed prosthetic valve failure, aortic insufficiency (ai), severe paravalvular leak, and stenosis. The patient was discharged on post-operative day ten (10).